Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damage to water tank cover and line cord. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. Functional testing confirmed the reported issue. Replaced an electronic assembly board (the pcb) due to 'failed to alarm'. Replaced water tank cover and line cord due to visual damage. The root cause of the reported issue was found to be a faulty electronic assembly board (the pcb). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical warming/level 1 hotline low flow systems - hl-90 ire circulating solution level test fails-not alarming. No further information.